Event description:
It was reported the pt no longer had stimulation. An x-ray was taken, but did not reveal any obvious anomalies. The pt's lead was replaced. It was reported the pt rec'd adequate stimulation postoperative.

Manufacturer narrative:
Eval: results: the complaint was confirmed. As rec'd, all the wires were broken approx 80 mm from the paddle end. The returned lead was bent/kinked at the same place where wires were found broken. As there was no breach of the outer tubing where the fracture occurred, the damage observed is consistent with an overstress condition the lead was subjected while implanted.